Event description:
A discordant advia centaur (B)(6) result was obtained on a pt sample. The result was released to the physician. The pt sample was redrawn and retested in duplicate. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant troponin result was due to the separation manifold, which was cracked. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.